Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-202a, vcare 200a ¿ large was used during a robotic hysterectomy bilateral salpingectomy on the date of (B)(6) 2023 when it was reported, ¿handle broke when twisting in uterus. Opened another vcare and had a different curve shape than the first, delayed case time a few minutes. No patient trauma or injury¿. After a series of assessment questions, it was reported the device did break during the procedure but there was no fragmentation. When it was asked if there was excessive pressure applied to the device it was stated, ¿not necessarily. The vcare was used just as they previously had in the past.¿. There was a short 5-10 minute delay and the procedure was completed with another 60-6085-202a. The patient is reported to be doing ¿great¿ and there was no patient injury, prolonged hospitalization, or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: e.1 changed state from south carolina to georgia. The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record review was performed and found no abnormalities that would contribute to this event. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 85 reports, regarding 101 devices, for this device family and failure mode. During this same time frame 526,704 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-202a, vcare 200a ¿ large was used during a robotic hysterectomy bilateral salpingectomy on the date of 03feb23 when it was reported, ¿handle broke when twisting in uterus. Opened another vcare and had a different curve shape than the first, delayed case time a few minutes. No patient trauma or injury¿. After a series of assessment questions, it was reported the device did break during the procedure but there was no fragmentation. When it was asked if there was excessive pressure applied to the device it was stated, ¿not necessarily. The v care was used just as they previously had in the past.¿. There was a short 5-10 minute delay and the procedure was completed with another 60-6085-202a. The patient is reported to be doing ¿great¿ and there was no patient injury, prolonged hospitalization, or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.